Manufacturer narrative:
(B)(4).

Event description:
It was reported the stent inadvertently deployed. A percutaneous transluminal angioplasty was performed in the stenosed common iliac artery. Ballooning was performed with an 8x40 mustang balloon. Subsequently, a 8x80x130 innova¿ stent was prepared. It was found that the end of the stent was out of the sheath. The procedure was completed with a different device. There were no patient complications and the patient's condition was noted as good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath were inspected and there was no damage noted. The stent was in the lumen and the thumb wheel lock was received over the thumb wheel. During analysis, the stent was successfully deployed. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported the stent inadvertently deployed. A percutaneous transluminal angioplasty was performed in the stenosed common iliac artery. Ballooning was performed with an 8x40 mustang balloon. Subsequently, a 8x80x130 innova¿ stent was prepared. It was found that the end of the stent was out of the sheath. The procedure was completed with a different device. There were no patient complications and the patient's condition was noted as good.